Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in the lower abdomen') in a 54-year-old female patient who had essure (batch no. 626456) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included suicidal ideation with mirena. In 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), abdominal discomfort ("discomfort in lower abdomen") and joint range of motion decreased ("amplitude restriction in the left groin area"). On (B)(6) 2008, the patient had essure inserted. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower and abdominal discomfort had resolved and the fatigue and joint range of motion decreased outcome was unknown. The reporter considered abdominal discomfort, abdominal pain lower, fatigue and joint range of motion decreased to be related to essure. The reporter commented: after removal she noticed, happily, the disappearance of discomfort and pain. She remained psychologically affected for a long time by the discovery of the consequences on her health of a device of which she was prisoner (one cannot remove it without amputation!). Lot number: 626456 manufacturing date: 2008-01 expiration date: 2009-12 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-may-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in the lower abdomen') in a (B)(6) year-old female patient who had essure (batch no. 626456) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included suicidal ideation with mirena. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), abdominal discomfort ("discomfort in lower abdomen") and joint range of motion decreased ("amplitude restriction in the left groin area"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower and abdominal discomfort had resolved and the fatigue and joint range of motion decreased outcome was unknown. The reporter considered abdominal discomfort, abdominal pain lower, fatigue and joint range of motion decreased to be related to essure. The reporter commented: after removal she noticed, happily, the disappearance of discomfort and pain. She remained psychologically affected for a long time by the discovery of the consequences on her health of a device of which she was prisoner (one cannot remove it without amputation!). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.